Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis lucera gastrointestinal videoscope exhibited a foreign object in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
Updated b3, d8, h3, e1 establishment name address. Corrected h6- health effect-impact code. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. However, the type of material and the root cause could not be determined. There was no deviation from IFU in reprocessing steps for the area where foreign material remained. There was no physical damage at the foreign object detection point. The event can be detected and prevented in accordance with the following instructions for use (IFU). The detection method is described in chapter 3, preparation and inspection, of the instruction manual evis lucera gif/cf/pcf type 260 series operation manual. Prevention measures are described in chapter 3, cleaning, disinfection, and sterilization procedures, of the instructions for use evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.